Manufacturer narrative:
(B)(4). The analysis results found that the mcm30 device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any bleeding as result of cut tissue? If bleeding, please quantify amount of bleeding. Were any blood products given to patient? Was there any change to procedure or post-op patient care? Was there any patient consequence?